Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, after blood collection while the tube was in the sysmex xn-550 the probe slide needle failed to pierce the stopper of 50 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, after blood collection while the tube was in the sysmex xn-550 the probe slide needle failed to pierce the stopper of 50 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no stopper defects were found. Additionally, 10 retained samples were used in functional tests, where six tubes each were drawn, and no difficulty piercing the stopper was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode. No definitive root cause could be established for the reported defect- difficult to pierce stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.